Manufacturer narrative:
H6: the quality investigation is complete. H2: upon evaluation by the in service technician, the attachment was found to have damaged/worn bearinigs, therefore the bur was deemed concomitant.

Event description:
It was reported that during a spinal surgery, the bur broke at the shaft and got stuck in the attachment. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a spinal surgery, the bur broke at the shaft and got stuck in the attachment. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: waiting on device to be returned for evaluation.